Event description:
Reporter alleged obtaining the results of 80 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she drank water in between the results and 7up after the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.